Event description:
8 july 2024: t2 bioystems received a customer complaint that the t2bacteria panel produced a discordant result. The t2bacteria panel produced a positive k. Pneumoniae result compared to a positive blood culture result for e. Coli.